Event description:
Parts of the numbers in the display are missing. While on the phone a review of the system was conducted. It was learned that half of all the numbers were missing. A request was made to return the system for eval and in the meantime a replacement was provided.